Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the previously implanted stent and/or moderately tortuous and mildly calcified anatomy such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in the left anterior descending (lad) with mild calcification and moderate tortuosity. The 2.5x38mm xience skypoint stent was implanted at the target lesion. Then, the 2.75x15mm nc trek neo balloon dilatation catheter (bdc) was advanced for post dilatation; however, the balloon ruptured at 8 atmospheres (atm). Therefore, the bdc was removed from the patient. Ivus was used to confirm no additional dilatation was needed and the procedure was completed. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.